Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2018-02518. It was reported the patient required an MRI for an unrelated medical issue. Reportedly, the patient was unable to place their ipg into MRI mode due to low impedances. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the entire system was electively explanted to accommodate the patient's request.